Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had complete loss of capture on the pacing electrodes, with no capture at high outputs. It was noted that the pacing impedance had steadily increased during the life of the device. The lead was capped and replaced.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and thresholds. The lead was reprogrammed and will later be replaced. No patient complications have been reported as a result of this event.